Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while in use on a patient in manual ventilation mode, the anesthesia workstation generated alarms indicating difficulties to properly ventilate the patient. There was no patient harm. (B)(4).

Event description:
Manufacturer ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). The anesthesia workstation (system) was investigated on site. No fault was reproduced. No parts were replaced. Evaluation of the received device logs for the given time of the event show that the system checkout prior to and after the event passed without deviations. There is no entry in the technical log to indicate a technical malfunction of the device. The log shows that during the first 50 minutes of the given time of the event, the device was in standby. The type of agent had been selected, which can be done in standby, but the case was not started. The case was started in man ventilation mode after 50 minutes and the apl (adjustable pressure limit) was set to sp(spontaneously). With the apl set to sp the manual breathing bag fills slowly up to 2 cmh2o apl pressure and the patient can breathe spontaneously. Alarms were generated and the ventilation was switched to auto ventilation. Alarms for check breathing circuit, excessive leakage, peep low and respiratory rate high were generated and these alarms together indicates that there was a leakage in the breathing circuit. The system was switched to man ventilation again and the case was ongoing for 5 more minutes and then ended. A new case was started in man ventilation, alarms were generated and the case was shortly after ended again. Our conclusion, based on that no fault has been found and the logs have no indication of a technical failure, is that there was no anesthesia system malfunction at the given time of the event. The cause of the reported event has not been determined.